Event description:
A malfunction was reported with a pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support determined the pump was under warranty and arranged for a replacement. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided to the customer on how to put the pump into storage mode, and arrangements were made for the return of the malfunctioning pump using a prepaid label, with acknowledgment from the customer.